Event description:
It was reported that, "pca cup was removed - replaced by a zimmer trabecular metal cup. We only replaced pca 36mm +0 head. Pca cup was loose."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including lot code, x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.